Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging fading display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
Follow up #1: the meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Device evaluation anticipated, but not yet begun.